Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: one time point available for evaluation: post-implantation cta dated 4/16/2025. Proximal landing zone diameters today: aortic diameter just distal to the lra appears to be 29.3mm. Aortic diameter ~8mm distal to the lra appears to be 30.5mm. Aortic diameter 15mm distal to the lra appears to be 34.9mm. The length from the lra to the proximal circumferential device appears to be ~7.9cm, by outer curve length. Maximum abdominal aorta aneurysm diameter appears to be 55.2mm x 61.5mm. Cannot confirm aneurysm growth with one time point. There is contrast outside the proximal end of the device thereby, confirming a type ia endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2013, the patient was treated using a gore® excluder® aaa endoprosthesis (rlt) due to unknown condition. On (B)(6) 2025, during follow-up imaging, a type 1a endoleak was observed. Reintervention is planned for a later date (not scheduled yet). The cause of the endoleak is unknown. No further patient information is available.